Event description:
Info received indicates the brakes will not engage on all of the casters.

Manufacturer narrative:
The technician found the left brake rod linkage was broken at left foot end of the bed. He replaced the left brake linkage to repair the bed.